Event description:
During a laparoscopic gastric bypass, the stapler locked on the tissue and couldn't be removed initially. The surgeon attempted to open by manually opening the levers. The surgeon then inserted two sutures, one to pull up on the anvil and one to pull down on the cartridge. It was able to be removed. Thirty minutes was added to the case. There was no patient consequence. A tr45g reload was also used during the case.